Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.

Event description:
It was reported that on (B)(6) 2026, during PICC catheter placement, the nurse pre-flushed the catheter and measured the insertion length. Before trimming the catheter, upon withdrawing the stylet, the nurse discovered a fluff-like object entangled around the stylet inside the catheter. The catheter became unusable. The nurse opened a new catheter and reinserted it for the patient. No further details provided.